Event description:
It was reported the lsc15 was used during a laparoscopic colectomy. It was reported by the affiliate an error message rang, (new blade was used for the case). There was no consequence to the pt.